Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that his wife is a brittle diabetic. The customer stated his wife was low in the morning and dropped her meter and it cracked. The customer declined to troubleshoot for the pump. The product was not returned for analysis.